Manufacturer narrative:
At he product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to twave oversensing as a result of very small amplitude. Boston scientific technical services (ts) suggested trying to reproduce the signal reduction and discussed reprogramming options. When the patient was brought into the office and laid on their left side the rwave amplitude dropped, which caused triple counting of p, r and twaves. This led to inappropriate shocks in both primary and secondary vectors. A revision procedure was performed where it was noted the s-ICD was well anchored with sutures and the pocket capsule was snug. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
This report is being submitted to provide the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.